Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a transcarotid artery revascularization (tcar) procedure performed on (B)(6) 2022, the 0.014" guidewire became unresponsive while attempting to wire the lesion. The guidewire was removed, and the guidewire appeared unraveled and was in two pieces.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a transcarotid artery revascularization (tcar) procedure performed on 27jul2022, the 0.014" guidewire became unresponsive while attempting to wire the lesion. The guidewire was removed, and the guidewire appeared unraveled and was in two pieces.